Event description:
This report is based on information provided by the service engineer and has been investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating a communication issue between the sim card and the tablets. There was no patient involvement, therefore no health consequences or impact.